Manufacturer narrative:
The associated complaint device was returned and evaluated. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported that during a revision surgery due to a femoral fracture, the insert would not lock into the tibial baseplate. There was no suitable back-up and the old insert was re-implanted.